Manufacturer narrative:
(B)(4). Inherent risk of procedure (stroke, death).

Event description:
One endeavor sprint drug eluting stent was implanted during the index procedure in the 1st diag. Approximately 35 months post index procedure patient death occurred. The cause of death is reported as cerebrovascular accident. Investigator assessed that the event was not related to the study device.